Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was in the emergency room, unresponsive and noted to have high potassium. This patient was a dialysis patient who had ventricular tachycardia (vt) below the rate cut off. This subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the t waves due to low amplitudes and treated the patient, even though the arrhythmia was below the rate cut off. It was noted that the emergency room staff was going to administer external shocks, but this s-ICD administered two shocks prior to this action. Technical services (ts) discussed controlling this patients potassium level. Additional information was received that this patient received an additional inappropriate shock due to significant amplitude changes with several morphologies causing t wave oversensing. The smart pass feature was disabled in which ts suggested re enabling. It was noted that this patient is in the hospital and has signed paperwork for do not resuscitate so therapy is considering being turned off. The health care professional (hcp) would discuss with the physician. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was in the emergency room, unresponsive and noted to have high potassium. This patient was a dialysis patient who had ventricular tachycardia (vt) below the rate cut off. This subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the t waves due to low amplitudes and treated the patient, even though the arrhythmia was below the rate cut off. It was noted that the emergency room staff was going to administer external shocks, but this s-ICD administered two shocks prior to this action. Technical services (ts) discussed controlling this patients potassium level. Additional information was received that this patient received an additional inappropriate shock due to significant amplitude changes with several morphologies causing t wave oversensing. The smart pass feature was disabled in which ts suggested re enabling. It was noted that this patient is in the hospital and has signed paperwork for do not resuscitate so therapy is considering being turned off. The health care professional (hcp) would discuss with the physician. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the smart pass feature had disabled due to small r waves and undersensing. Ts recommended bringing this patient in for postural testing to see if secondary vector is better, as alternate appeared too small.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was in the emergency room, unresponsive and noted to have high potassium. This patient was a dialysis patient who had ventricular tachycardia (vt) below the rate cut off. This subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the t waves due to low amplitudes and treated the patient, even though the arrhythmia was below the rate cut off. It was noted that the emergency room staff was going to administer external shocks, but this s-ICD administered two shocks prior to this action. Technical services (ts) discussed controlling this patients potassium level. Additional information was received that this patient received an additional inappropriate shock due to significant amplitude changes with several morphologies causing t wave oversensing. The smart pass feature was disabled in which ts suggested re enabling. It was noted that this patient is in the hospital and has signed paperwork for do not resuscitate so therapy is considering being turned off. The health care professional (hcp) would discuss with the physician. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the smart pass feature had disabled due to small r waves and undersensing. Ts recommended bringing this patient in for postural testing to see if secondary vector is better, as alternate appeared too small.